Manufacturer narrative:
Submit date: 11/03/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urinary catheter. The customer states the balloon on the catheter could not be deflated.